Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
Female patient (unknown age) had a lapidus bunion procedure on her right foot on (B)(6) 2019. She complained of pain and an x-ray showed that the ar-8730-36h screw had broken. There was a second surgery done on (B)(6) 2020 and a partial of the broken screw was removed from the patient. There is a fragment remaining in the middle of the bone intermediate cuneiform. Also removed was the plate ar-8941, screws ar-8935l-16 x2, ar-8935l-18 x1 and ar-8940-22 x1. Nothing else was implanted after the plate and screws were removed. Caller was unaware of any post-op non-compliance.